Event description:
Customer stated a pt specimen that visually had blood, was reported by the velocity as having no blood. They did a manual method and also ran it on their other instrument and it was positive for blood. Pt result was not reported, they verified the result before releasing. Controls passed with no issues. No injury, treatment or change to pt management reported by the customer.

Manufacturer narrative:
Controls were ran by fse and were found to be within specifications. Fse reloaded the firmware, despite controls passing, retested the sample and confirmed the instrument to be operating correctly.